Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
The patient reported the dentist instructed to discontinue treatment due to history of periodontal/gum disease and recommends for the patient to continue orthodontic treatment without close supervision by a licensed dentist. Patient initials: (B)(4).

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.